Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, the pump was still unable to be turned on. The customer's blood glucose level was 160 mg/dl. The customer has insulin pens available as alternate insulin therapy.